Manufacturer narrative:
The pump was received with a minor scratched lcd window. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. The pump was monitored, no failed battery alert/battery failed alarm and unexpected battery power loss noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There were no failed battery alert/battery failed alarm, unexpected battery power loss or battery related alarms/alerts recorded in the formatted history file on or before the event date of 21-nov-2024. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date of 21-nov-2024. However, no delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 14:44:00.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 14:44:56.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 14:45:32.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 02:59:52.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 03:03:49.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 03:04:40.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 03:05:16.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 09:51:20.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 09:53:28.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. The pump successfully delivered a (B)(4) units bolus (displacement test) and a (B)(4) units bolus (dat). All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted. The bolus wizard feature was functioning properly. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 21-nov-2024 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.87 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Cosmetic damage was confirmed at the screen of the pump during analysis. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm, failed battery alert/battery failed alarm, unexpected battery power loss and bolus wizard anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, failed battery test, unexpected battery power loss, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) unomedical, mmt-332a, mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1780kl.